Event description:
The customer reported that due to paddles ECG artifact they were unable to perform a cardioversion. The symptom affects the delivery of therapy.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.